Manufacturer narrative:
(B)(4). The analysis results found that one long60a device was returned with no visual non-conformances and with an ecr60g cartridge reload present. The cartridge was received fully fired and with the cartridge pan detached and bent at proximal end. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded and removed without any difficulties during testing. While no conclusion could be reached as to how the pan bent or became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the instrument was difficult to fire, magazine could not be changed easily and was twisted at the back part. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.